Event description:
It was reported that this ra/lv lead configuration may require further evaluation, as remote transmission indicated that the right atrial (ra) and left ventricular (lv) pacing thresholds could be elevated. No root cause was confirmed. No adverse patient effects were reported. This lead remains in service. Additional information was received indicating that the left ventricular (lv) lead may require further evaluation due to concerns regarding a potential loss of capture. The patient, who remains asymptomatic, presented to the emergency department for device assessment after the treating clinician noted a discrepancy in pacing percentages between the right and left ventricles. No adverse patient effects have been reported at this time. However, given the potential impact on therapy delivery, the physician requested that the local representative be contacted to perform a manual lv threshold test. The lead remains in service.